Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip (80813u165) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip opened while locked. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (80813u165) was implanted, reducing the mr to 3-4. On (B)(6) 2019, a second procedure was performed. The mr had returned to 4. It was noted that the initial clip had been deployed on the anterior leaflet and posterior chordae. The posterior leaflet was extremely short and possibly torn. The cds (80813u167) was advanced to the mitral valve; however, when establishing final arm angle (faa), the clip opened 30-40 degrees. Faa was tested again, but the clip opened 30-40 degrees. The clip was not implanted and the cds was removed. A new cds (80914u150) was advanced to the mitral valve and grasping was difficult due to the anatomy. The clip was deployed; however, the mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. That would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.